Event description:
The customer reported obtaining erratic patient results with multiple error flags and erratic quality control for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided data for eight (8) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and observed air bubbles at the tip of the reference electrode. In addition, the reference electrode was over 6 years old, which required to be replaced. The fse replaced the reference electrode to resolve the issue. The fse performed calibration and ise selectivity. The customer then performed quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).